Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Postoperatively, the lens was exchanged secondary to posterior lens vaulting and patient dissatisfaction with near vision results. The lens was replaced with a monofocal iol.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4).